Manufacturer narrative:
(B)(4). Batch #: (B)(4). Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. Use of another handpiece to complete the procedure. Investigation summary. The device was received with no apparent damage. It was connected to a generator, when activated with a test instrument it resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the device stopped working and showed an error message "replace the hand piece". Another device used to complete the procedure. No further information available.